Manufacturer narrative:
(B)(4). Batch # t5ah5a. Investigation summary: the analysis results found that one plee60a device was returned with the anvil knife slot damaged, and without reload present. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, an unusual sound was heard. The staff noticed that the anvil jaw of the device was deformed. Stapler was taken out of the sterile field. It is unknown how the procedure was completed. Patient consequence was not reported.